Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1733 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1733 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysplasia, parity 2, gravida ii, purulent discharge, uterus enlarged, overweight, fibroids, menses irregular, dysmenorrhea, menorrhagia and epigastric pain. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, 1733 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (lavh (laparoscopic assisted vaginal hysterectomy), anterior colpotomy, bilaterai salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.892 kg/sqm. [Biopsy endometrium] in (B)(6) 2014: 4 showing benign proliferative endometrium and benign endocervical glandular celts. [Pathology test] on (B)(6) 2014: specimens received: uterus, cervix and bilateral tubes. Clinical history: menorrhagia, dysmenorrhea, enlarged fibroid uterus. Final diagnosis: uterus and bilateral fallopian tubes, robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy: leiomyomas, submucosal/intramural/subserosal, multiple, the largest measuring up fo 4.3 cm in greatest dimension (uterine weight 322 grams). Adenomyosis, subbasal, focal. Paratubal cysts, bilateral. Mild chronic cervicitis with focal squarnous metaplasia. Secretory endometrium. Comment: there is no atypia or evidence of malignancy. Gross description: the right fimbriated fallopian tube measures 6.4 cm in length and 1.2 cm in diameter. The proximal end contains metallic blue-gray wire. The left fallopian tube measures 6.7 cm in length and 1.2 cm in diameter. The proximal end contains metallic blue-gray wire. [Ultrasound scan] on (B)(6) 2014: it showed the uterus to be almost 10 cm. The lining was pointing to left ovary with 4.7 x 2.6 and right ovary was not identified. Left ovary had a small 1.7 cm cyst, otherwise unremarkable other than the retroverted uterus with multiple fibroids was the impression. [X-ray] in (B)(6) 2016: results: panoramic xray showed florid cemento-osseous dysplasia; performed by oral pathologist; likely consistent with paget's disease. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: reporters, medical history, lab data, patient information, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.